Event description:
Distributor reported, "functioning problem. Explanted and exchange."

Manufacturer narrative:
Device history record was reviewed and no issues were observed, product was manufactured, tested and released per validated procedures. Additional information has been requested from the user facility. Unit has not been returned for evaluation. An addendum will be filed with updated information if the unit is returned to nwm for evaluation.